Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2016 with the following findings: a visual inspection of the pump showed that the cartridge compartment was cracked. Evidence of corrosion was visible in the battery compartment. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture ingress was observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that there was moisture in the pump. Reportedly, the cartridge compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.